Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2011. According to the complainant, during the procedure after incising the papilla, the physician withdrew the jagwire, but noted that the tip of the wire had detached. The detached section was successfully removed from the bile duct and the procedure was completed with another jagwire. There were no patient complications and the patient's condition has been described as stable.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6) 2011. According to the complainant, during the procedure after incising the papilla, the physician withdrew the jagwire, but noted that the tip of the wire had detached. The detached section was successfully removed from the bile duct and the procedure was completed with another jagwire. There were no patient complications and the patient's condition has been described as stable.

Manufacturer narrative:
A visual examination of the returned device has revealed that the pebax tip section was missing, exposing the tip of the guidewire. Additionally, the ptfe jacket was peeled. There was no damage noted to the corewire and the diameter of the guidewire was found to be within specification. It is possible that unstated procedure and possibly clinical factors may have contributed to the guidewire detached/separated, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Therefore, "operational context" is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found. Similar complaint trend review revealed no other complaints reported for lot number 14444527. A labeling review was performed and no anomaly was found.